Event description:
It was reported that the catheter was inserted & fluoroscopy revealed the intra-aortic balloon (iab) only partially (about 2/3) inflated. The sales representative was informed & recommended to fill iab manually with the help of the syringe included in the set. If that should prove not feasible, catheter should be removed & another one inserted. Md decided to leave the catheter inserted since the partial support given by the catheter was sufficient for pt. No harm or other damage was inflicted on pt. Catheter will probably be removed on (B) (6) 2009 & picked up & returned by sales representative on 07/20/2009. Add'l info rec'd on 07/21/09 stated pump did not alarm when iab did not fully inflate. The sales rep has a cd with iab film & he will deliver it to the (B) (4) office. Pt passed away, but md confirmed that it was not due to our product.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.